Event description:
Customer reports to have high blood glucose of 196 mg/dl, which customer attempted to treat with a bolus delivery. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, it was found that drive support cap appeared normal, customer was disconnected during rewind / prime sequence. Air bubbles were found in tubing at quick release. During troubleshooting for air bubbles, constant air bubbles found while running a 5.0 unit fixed prime. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.